Event description:
I used renu lens contact lens solution for many years, lately moistureloc. I was hospitalized and diagnosed with a fusarium keratitis infection in my left eye which resulted in a cornea transplant at eye hospital. My eye is stable, but eyesight substantially dimnished.